Manufacturer narrative:
Correction: contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
In an unknown number of wafers out of unknown number of boxes, the end user reported an ongoing observation "for the past year" of pouches with center barrier opening. She stated that they might be off centered by 1/2" to 3/4". She denied resultant leakage or skin irritation. Her usual wear time was 7 days, which had not changed. She continued to use the wafers. She was unsure exactly how many wafers were affected over this time period. There was no harm reported. She has used this wafer for "a long time". She felt this was a quality issue with the product. No photo is available at this time.